Manufacturer narrative:
The complaint received states that following post-dilation of carotid stent, blood flow stopped at the angioguard filter basket and debris captured in the filter contributed to a tia. The patient is a male. The target lesion was the left carotid artery (ica). The vessel was mildly tortuous and the rate of stenosis was 82%. There was no difficulty positioning the filter basket distal to the lesion. The lesion was not pre-dilated. There was no difficulty placing the stent. As per the physician, the debris appeared after post-dilation, and occluded the filter basket. When the post-dilatation was performed, the patient developed a transient ischemic attack (tia) with symptoms of paralysis of his right upper limb. There was no treatment given to the patient and he recovered fully within 30 minutes. The physician suctioned 275ml of blood from near the basket and blood flow returned to normal. The procedure was completed without any other problems. The patient was neurologically intact when taken from the angio suite and is currently in stable condition. The angioguard was not available for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in japanese usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infraction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard rx emboli capture guidewire may have reached it's capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard rx emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended. Paralysis, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. There are procedural, vessel and lesion factors that may have contributed to the adverse events experienced by the patient. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 1016427-2008-00207.

Event description:
Following post-dilation of the stent, blood flow stopped at the filter basket. Additional information received states that the patient developed paralysis of his upper limb. The patient was diagnosed with a transient ischemic attack (tia). The filter was suctioned and blood flow returned to normal. The patient is a male. The target lesion was the left internal carotid artery (ica). The vessel was mildly tortuous and the rate of stenosis was 82%. There was no difficulty positioning the filter basket distal to the lesion. The lesion was not pre-dilated. There was no difficulty placing the stent. Following post-dilation (balloon unknown) of the carotid stent, blood flow stopped at the filter basket. According to the physician, the large amount of debris got clogged with the filter basket of the ag and contributed to the tia. The physician suctioned 275ml of blood from near the basket and blood flow returned to normal and procedure was completed without any other problems. The patient's symptoms resolved within 30 minutes without further treatment and was neurologically intact when taken from the angio suite and is currently in stable condition.